Manufacturer narrative:
Date of report: 20jun2019. Date rec¿d by MFR: 28apr2019. The v60 ventilator with serial number: (B)(4) was returned to the manufacturer's failure investigation lab for an evaluation of the device's touchscreen, which was alleged with a failure. Visual inspection of the exhalation flow sensor revealed yellowing, bubbling, and possible trace cracking in the top corners of the screen when inspected under a microscope. The touchscreen was tested to verify & determine its functional integrity. From testing, it was determined that certain buttons would not respond to input, including the s/t settings tab, vent no (menu tab), the right side of 100% o2 button, and the alarm reset button. When the returned touchscreen was replaced with a test touchscreen that was known to be functioning within acceptable parameters, it and the returned ventilator operated without any issues. The reported condition of a ventilator with a touchscreen failure was confirmed and reproduced. The touchscreen was found to be out of specification. The remainder of the ventilator with serial number: (B)(4) was working within specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018; date of report: 08oct2018. (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen did not work. There was no patient involvement. The event date was not specified; estimate used.